Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The complaint was investigated and although not conclusive, it's possible that there is a temporary mismatch between sensor glucose and blood glucose values. The in-vivo data does not provide clear definite root cause for the temporary mismatch between sensor glucose (sg) and blood glucose (bg) values. The investigation did find that soon after the event, the system correctly disabled the sensor due to performance failure. No further investigation was possible since the sensor was not returned.

Event description:
Senseonics was made aware of an incident where patient experienced a hyperglycemia event during which patient fell from the bicycle. Ambulance was called. The incident happened on (B)(6) 2021 at 5 pm and the sensor reading was 100 mg/dl where as blood glucose meter (bgm) showed 52 mg/dl. User received a treatment to resolve the issue. No specifics on treatment or any other information was provided.